Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the suite floor was working, but one of the central nurse's stations (1 out of 10) in the war room that was monitoring 6 beds was not working. They cannot admit patients because it was greyed out. The telemetry tech said six beds in picu were converted to covid ICU. They only see numerics for patient vitals but no waveforms for 3 patient beds. They also cannot see the patient's names. The six beds 641-646 all are greyed out. Nihon kohden technical support (tech support) had the customer go to monitored bed settings and stop and start monitoring on 646 (no patient there). After she did that it was no longer greyed out, and she could admit patients. The waveforms are showing for the 3 patients being monitored. All patient vitals are showing. She entered the patient's ID mrn, and the patient data populated. Tech support had them stop monitoring and start monitoring on monitored beds where no patients are being monitored. This resolved the issue. No patient harm was reported. Attempt #1: on 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back and stated all information is unknown. Additional device information: concomitant medical device contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 07/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back and stated all information is unknown.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the suite floor was working, but one of the central nurse's stations (1 out of 10) in the war room that was monitoring 6 beds was not working. They cannot admit patients because it was greyed out. The telemetry tech said six beds in picu were converted to covid ICU. They only see numerics for patient vitals but no waveforms for 3 patient beds. They also cannot see the patient's names. The six beds 641-646 all are greyed out. Nihon kohden technical support (tech support) had the customer go to monitored bed settings and stop and start monitoring on 646 (no patient there). After she did that it was no longer greyed out, and she could admit patients. The waveforms are showing for the 3 patients being monitored. All patient vitals are showing. She entered the patient's ID mrn, and the patient data populated. Tech support had them stop monitoring and start monitoring on monitored beds where no patients are being monitored. This resolved the issue. No patient harm was reported.